Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak which occurred during a dwell cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The heater line became loose from the solution bag and solution spilled out. The technical service representative advised the patient to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.